Event description:
A malfunction alarm was reported on the pump. There was no reported adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump.